Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) on the homechoice (hc) device during dwell three, while the hp was connected. The hp stated that there was a small wet spot on the floor, but they could not find out where it came from. The hp had not disconnected at any point since beginning therapy, and all spare lines were clamped off. The tsr explained the alarm and assisted the hp in clearing it. The hp stated that they would perform manual exchange. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.